Event description:
Updates on the event reported: this issue occurred during the beginning of the procedure. The piece of the sheath had fallen into the kidney. The sheath was able to be retrieved and nothing was left in the patient. It is unknown what was used to retrieve the sheath. It was confirmed that there was no patient injury. The procedure was a uroscopy with biopsy cystoscopy, which was diagnostic. There was no delay in the procedure. The procedure was able to be completed with another sheath, which is the smaller sheath. However, the model and lot number is unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates. The device will not be returned to olympus. It is in the customers possession. However, they will not be returning the device. No other information provided.

Manufacturer narrative:
The subject device will not be returned for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic procedure the device access sheath tip broke off in the patient. The user, however, was able to retrieve the sheath tip, and the intended procedure was completed. There was no patient harm reported due to the event. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide trend analysis, unique device identifier (UDI) number and investigation conclusion. Physical evaluation of the device cannot be performed as the customer is not returning the device and no pictures were provided. OEM (original equipment manufacturer) was requested to provide review of the device history records for the reported device and information has not yet been provided. Olympus will continue to monitor complaints for this device.